Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown device manufacture date: unknown investigation summary: one opened sample was returned. Upon investigation of the returned sample it was observed that the product was not manufactured by bd dl.

Event description:
It was reported that pen needles occurred at an unspecified time with a unspecified bd pen needle. The following information was provided by the initial reporter, "needle (partially) blocked."